Event description:
It was reported that the bd 50 ml syringe had foreign matter. The following information was provided by the initial reporter: it was reported that syringe appears to have liquid or gluey substance on plunger before being used. It is noticeable when you pull the syringe plunger down and it appears to look like glue or another sticky substance. Supplied another 50ml syringe. Quarantined the remaining of the batch.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.